Event description:
The patient called animas on january 25 alleging hearing motor noises when activating the load step. The pump was returned to animas and evaluated on march 8. The force sensor was found to be contaminated and out of calibration. This report is based on the evaluation results. There is no reported patient impact associated with this event.

Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated on march 8, 2012. This complaint is reported based on the results. Review of the pump history confirmed multiple loss of prime readings due to a non zero low force. The pump was exercised for 24 hours with no alarms occurring. There was motor noise when trying to load the cartridge. The force sensor calibration is measured and found to be out of specifications. There was evidence of green and blue contamination found around the shim due to an insulin leak. The piston was removed and insulin contamination was found. The center surface of the display screen has a blue spot.